Event description:
It was reported that this right atrial (ra) lead had two signal artifact monitor (sam) episodes that resulted in the disabling the minute ventilation (mv) feature. Technical services (ts) noted a potential cause for the sam episodes. It was noted that the ra diagnostics looked stable and within limits. The plan is to turn the mv feature back on. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient believes that they had back surgery at that time. No further actions were implemented. All measurements were normal. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had two signal artifact monitor (sam) episodes that resulted in the disabling the minute ventilation (mv) feature. Technical services (ts) noted a potential cause for the sam episodes. It was noted that the ra diagnostics looked stable and within limits. The plan is to turn the mv feature back on. The lead remains in use. No adverse patient effects were reported.